Manufacturer narrative:
The complaint sample was received for evaluation, however the evaluation has not yet been completed. Once the investigation is complete, a follow-up medwatch 3500a emdr will be submitted. (B)(6).

Event description:
It was reported during an unknown procedure that the peg broke off on cup handle. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The chain assembly had broken at the cardan joint nearest the blue knob. The fork nearest the blue knob was bent outward and the short pins that were welded to the cardan fork were fractured away from the fork. One (1) of the pins was still in place but was loose while the other pin was not present and not received with the complaint sample. It was observed that the short pins were welded to the fork nearest the blue knob and the long pin was still welded in place to the other fork. This is not correct per the assembly prints. The cardan joint nearest the threaded end was still intact, however upon closer examination, the pin/fork welds on the fork furthest from the threads were fractured, however it appeared that that cardan joint was assembled correctly per the assembly prints, meaning that pin/fork weld would be the short pins as well. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were several impaction marks on the impaction plate. There were some gouges on the metal handle which are not consistent with intended use; the weld adjoining the ratchet housing and offset cup impactor body had a slight crack in it; the returned complaint sample was etched per applicable drawings. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. In conclusion, the reported event is confirmed and is attributed to the manufacturing process. A quality alert was released to the floor and corrections were implemented to further instruct operators how to assemble the device correctly to the print. No further investigation is required for this complaint record. H3: updated to yes. H6: updated method, result and conclusion codes.